Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). The device was returned and evaluated by manufacturer. Multiple kinks were noted along the hypotube shaft. No kinks or damages shaft polymer extrusion. A 12mm longitudinal tear was noted on the balloon. The tear was 1mm distal from the proximal markerband and after the distal markerband. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately calcified artery. A 2.50mm x 15mm nc emerge was selected for use. During the procedure, it was noted that the catheter guide was kinked at the hub and the nc emerge burst upon first inflation at 14atm within 15 seconds. The balloon was removed successfully from the patient. The procedure was completed with a different device. There was no patient complications reported post procedure.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately calcified artery. A 2.50mm x 15mm nc emerge was selected for use. During the procedure, it was noted that the catheter guide was kinked at the hub and the nc emerge burst upon first inflation at 14atm within 15 seconds. The balloon was removed successfully from the patient. The procedure was completed with a different device. There were no patient complications reported post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).